Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to migration of the implant and the lag screw cutting out the femoral head. The surgeon revised and removed the nail and the nail doesn't seem to have defect.